Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports he received samples of the natura durahesive wafer in (B)(6) 2018, but recently tried the first one. He molded the inner edge per instructions, and wore it for six (6) days. He started noticing some pain at the stoma site after four (4) days, but did not remove the wafer or pouch. He removed the wafer last weekend after six (6) days, while in the shower. He noted a circumferential laceration near the base of his stoma. He also noted some bleeding but could not quantify the amount as he was standing in the shower. He states ¿as soon as got out of the shower he could see the laceration but the bleeding had resolved.¿ he examined the wafer and reports all the durahesive (dh) barrier had eroded away, and all that was left was a sheet of what appeared to be plastic. He thinks the plastic caused the laceration. He resumed his old wafers which are cut to fit and has had the same wafer on since last weekend. All the pain has resolved. He has not seen any bleeding on the current wafer or in the pouch.